Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was discovered that the right atrial lead (ra) exhibited noise that was oversensed by the device and led to inappropriate mode switch. The lead also exhibited low pacing impedance. Programming changes were done. The patient was in stable condition.